Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th october, 2020 getinge became aware of an issue with one of washer disinfectors, cm320-series. As it was stated, two final chambers designed for drying were covered in dust, particles of plastic, cement and debris. There was no injury reported, however, we decided to report the issue in abundance of caution, and based on the potential as any contaminated instruments could be used during procedure and may lead to patient`s contamination. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to find that the issue investigated herein is the single isolated one on cm320 devices. When the event occurred, the device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. The device affected is a 2015, type cm320-5 washer disinfector. During the investigation course, we were able to establish that the drying chamber was covered by the debris and dust and the particles could have been transferred on the processed goods. The debris, which may occur as a normal residue after the process, was present in the drying chamber and there is a possibility that several loads were dried in the contaminated device, before the issue was detected. Per our performed investigation, the root cause of this situation was determined as user not performing the daily maintenance and not cleaning the chamber strainers, as stated in the user manual (doc 6001250802, rev.g). Additionally no visual inspection of the processed loads was performed by the customer. The getinge technician, who visited the site, was able to wipe clean the chambers. Afters the discussion with the customer, it turned that the user is not allowed to enter the area where the drying chamber is installed and only qualified service personnel can reach the chamber. The getinge technician explained that the user will have to find a way to perform the maintenance as instructed in the device manual and in the safety way in cooperation with their inner service department or facility health safety officer. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.